Event description:
The patient underwent treatment with the polarcath device for one lesion in 2006. During the polarcath cryoplasty procedure, the immediate technical results were satisfactory. The target lesion was de novo and the location was superficial femoral proximal third (noted by physician as a bypass). The reference vessel was 5mm diameter, 10mm length and 90% stenosis using visual method of measurement. The vessel tortuosity was none and there were 3 patent run-off vessels. Dilatation was performed with balloon dimensions of 6mm diameter & 60cm length, and inflation was performed seven times. Post procedure stenosis was not provided.in 2007 the patient had a follow up visit. The clinical stage was the same as baseline claudication: walking distance less than 150meters (fontaine iib or rutherford grade 1 category 3). There was re-stenosis in target lesion of 90%. There were no flow anomalies in the target vessel noted. Angioplasty was documented as the type of re-intervention. There was no date of new intervention or further detail provided on the procedure or outcome. The physician did not note event relationship to the device.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is undeterminable.